Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the complaint was duplicated. The cause of the event is likely a burnt flexible circuit due to the age of the device. The device was repaired and returned to the customer.

Event description:
It was reported that the product started to smoke prior to startup of a procedure. There was no patient involvement and no adverse consequences reported.